Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic presented to the clinic. Upon interrogation, the left ventricular lead exhibited increased capture thresholds. On (B)(6) 2015 the device was reprogrammed and normal values resumed; the patient was asymptomatic. On (B)(6) 2015 the asymptomatic patient presented for a routine follow-up and the left ventricular lead exhibited intermittent capture. The device was reprogrammed and normal values resumed. The patient would continue to be monitored.